Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope presented an image problem. No patient injury reported. During the evaluation of the device, it was noted there was a gap of adhesive between the acoustic lens and ultrasound probe and the acoustic lens surface was peeled due to physical stress. This report is to capture the reportable malfunctions of the gap of adhesive between the acoustic lens and ultrasound probe and the acoustic lens surface was peeled due to physical stress noted at estimation.

Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was not confirmed. The charge-coupled device image was working as intended. The nut was loose. Due to damage, the forceps control lever did not move smoothly. Due to the adhesive peeling, the forceps elevator knob had a gap. The suction cylinder, grip, control unit, scope cover, forceps channel port, and distal end were deformed. The scope cover plate was detached. The forceps elevator lever had a scratch. Due to deformation of the scope connector, water tightness was lost. The mouthpiece was loose. Due to a cut on the bending section cover, water tightness was lost. Due to peeling of the acoustic lens, the displayed ultrasound image was defective. The adhesive on the bending section cover had a chip. Due to wear of the angle wire, the bending angle in down direction did not meet the standard value. The universal cord had buckling. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.